Event description:
The customer reported experiencing wash carousel motion errors with a jam involving the access 2 immunoassay analyzer. There has been no report of any effect to patient results or change to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched to the customer's site to evaluate the instrument. The fse reported that the instrument was displaying wash carousel motion error and a jam had occurred. The fse discovered that the jam had damaged the incubator belt, reaction vessel clips, and reaction vessel shuttle stay beam. The fse replaced the damaged parts, performed necessary alignments, and verified instrument's performance. The fse indicated that the customer was using access reaction vessel lot number 13221168 at the time of the event.

Manufacturer narrative:
Beckman coulter internal investigation revealed that the wash carousel motion errors were due to a resin change in the reaction vessels used on the access platform. Access reaction vessel lot 13221168 that the customer was using when experiencing the wash carousel motion errors was manufactured using the new resin. Beckman coulter internal identifier for this report is (B)(4).